Event description:
Caller states the advantage meter produced a result of 943 mg/dl which was located in device memory. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.